Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4)-incomplete. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Per the evaluation performed for the knot manipulator which was alleged as the device which cased the suture to break, it is possible that the nick inside the knot manipulator caused the suture to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a DHR review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair, typing down sutures using the knot pusher & suture broke 1/2 way up the suture. Surgeon noticed a sharp scratch/groove on the internal tip of the knot pusher. An alternate knot pusher was used for remainder of the case. There was no delay to procedure and no adverse effect on the patient reported. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.